Event description:
The customer reported to olympus, during an endobronchial ultrasound bronchoscopy (ebus) procedure, the evis eus ultrasound bronchofibervideoscope presented a blurred image and had leakage. The intended procedure was completed successfully with the same device with no clinically relevant extension of the procedure. No patient injury reported. During the evaluation of the device, it was noted the biopsy channel had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the biopsy channel had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. The biopsy channel was leaky, and the image guide bundle fiber had breakage. The light guide cover lens had foreign materials. The distal end was deformed. The probe unit had dents. The ks-mouthpiece had a defect. The suction cylinder had a foreign body. The universal cord was squeezed. The angulation had less or specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to improper reprocess or leaving foreign objects inside the channel, but we were unable to determine if the cause of the hole was attributed to stress or user¿s handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.